Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately (B)(6). The reason for explant is unknown. The explanted device was replaced with a model 3300tfx. No other details. There have not been any allegations of a malfunction or deficiency related to the explanted valve.

Manufacturer narrative:
Device not returned. Additional information regarding the event (e.g. Operative report, discharge summary, etc.) Has been request; however, it has not been provided at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Manufacturer narrative:
(B)(4) pannus formation on the left and the non-coronary leaflets. Based on the operative report received on (B)(4) 2012, a full root replacement was performed using biobental technique. Over the last few years, the patient has developed a root ascending proximal arch aneurysm. The root was isolated and the aneurysm was cut all the way down to the level of the annulus, creating both left and right coronary buttons. The subject valve was identified. It did have a pannus formation on the left and the non-coronary leaflets. The valve was excised and the annulus was debrided and resized to a 21 mm valve. The new edwards valve was then sewn to a 26 mm graft with no sinuses. The graft was seated into position and secured the sutures. The patient tolerated the procedure well and was brought to cicu in stable condition. Unfortunately, the sample device has been discarded, therefore, no evaluation will be performed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.